Event description:
The customer reported that a patient, who had an exeter stem implanted (B)(6) 2002, allegedly reported a deterioration in pain around the left hip. The customer further reported that revision surgery was required on the (B)(6) 2014 due to broken exeter stem.

Manufacturer narrative:
Lot # should read, "gz620472bc601." An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, no device returned by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The customer reported that a patient, who had an exeter stem implanted (B)(6) 2002, allegedly reported a deterioration in pain around the left hip. The customer further reported that revision surgery was required on the (B)(6) 2014 due to broken exeter stem.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.